Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower device had interface issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter city, zip a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to a virtual private network (vpn) routing mistake from the facility end. A technical support specialist received confirmation from the customer to close the case after the issue was resolved. The system functioned as intended after the issue got resolved from the customer end.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower device had interface issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.